Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous related repairs. The customer¿s problem was replicated. During testing, it was determined that the downstream occlusion (dso) /cassette detection parallel trace sensor was the component causing the double beeping alarm. The sensor was replaced. The device then passed all tests exceeding specification.

Event description:
The customer returned the product for device beeping when no cartridge was loaded and indicating 'service due 0.' During device evaluation, there was no reported patient involvement.